Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an appointment on (B)(6) 2013 to have some imaging of his eyes due to glaucoma. It was noted that the patient also went to k-mart. Something turned off his device and the patient got sick during the night. The device was turned back on the following morning, but the patient remained sick to his stomach, stiff, and had difficulty walking for several days. It was noted that the patient was scheduled for eye surgery on (B)(6) 2013. It was later reported that symptoms of stiffness, choking and shaking started five or ten minutes after the patient's eye appointment, and when he went to go to bed he couldn't sleep and was jerking all over the place. At 11 pm the patient's wife checked his implant and accidentally pushed the on / off key. Once the device was turned back on it was reported that the patient couldn't walk, was stiff, was jerking, and his speech was off for the next two days. It was noted that the symptoms were worse on the patient's right side. It was reported that the symptoms improved a little when the patient took his medicine, but he didn't fully recover until the night of (B)(6) , and he was stiff. The patient couldn't sleep that night since he was jerking. The patient's wife turned the implant back on at 6 am the following morning. It was noted that the patient's symptoms were on the right side of the body, so she likely turned the ins off on the left side. It was reported that two days later the patient was doing better.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3389s-40, lot# v149879, implanted: (B)(6) 2008. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3389s-40, lot# v091127, implanted: (B)(6) 2008. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).